Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The patient¿s dexcom was connected to the slimline 1 insulin pump and apple phone at around 11:00 am. It ¿logged out of the phone¿ around 6:00 pm but data was still being received by the pump. She took a bolus at around 9:00 pm and there was no issue. During the night the connection on the pump failed and she received no insulin for about 8 hours. She went into diabetic ketoacidosis (dka) and went to the emergency room (ER) (a&e department). No specific symptoms were reported. No treatment information was provided. It is unclear when the patient stated that the connection on the pump failed whether she meant a physical disconnection of the pump tubing, or a signal loss with the dexcom cgm, since she stated that data was still being received by the pump. Although, multiple attempts were made to follow up with the reporter with no success, no additional information could be obtained.